Manufacturer narrative:
Battery was verified. Occlusion issue the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was administered to address bg. Additionally, it was reported that the pump battery was depleting quickly. Customer reverted to an alternate method of insulin delivery.